Event description:
It was reported that the patient was electrocuted while working on his car two days prior to this report. It was noted that the patient also referred to this incident as ¿when he got shocked.¿ the patient stated that since he had been electrocuted, he had a burning sensation that went up his spine. The patient stated that his implantable neurostimulator (ins) had not worked for the past year. The patient stated that he could not even get it to ¿cut on.¿ the patient reported that he had fallen several times within the past year and he had fallen twice on the day prior to this report and had landed directly on the ins. The patient stated that had also fallen and ¿flew back¿ about five feet when he was electrocuted.

Event description:
Additional information received reported that the manufacturer representative clarified that he was first made aware of the patient being electrocuted on (B)(6) 2013. The patient¿s device was replaced and it was in an overdischarged state. Later that day it was reported that the reason the device was overdischarged was patient compliance as he did not charge his device. They tried to ¿triple charge¿ but were unsuccessful. The battery was replaced on (B)(6) 2013 and the patient was doing very well.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3550-29 lot# n142754, implanted: 2008 (B)(6); product type accessory product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).

Manufacturer narrative:
Aware date updated after clarification from representative. The original report was incorrectly marked as late. (B)(4).

Manufacturer narrative:
(B)(4).